Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 16sep2022. H6: investigation summary in response to the event reported a device history review was conducted for lot number 9023828. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to aid in our investigation. Our subjected the device to functional testing for leakage, and were able to located a small crack along the fusion line. A subsequent review of the manufacturing line was able to identify the swaging station as the most likely root cause for the stress fracture. Small variations in the height of the assembly pin can result in excess pressure being added to the metallic wedge during assembly. To prevent future occurrences, our facility has installed a height detection system to monitor the assembly pin for any deviation.

Event description:
It was reported that the bd intima-ii closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english. The head nurse of respiratory department reported the leakage of needle hub during the use of the product.

Event description:
It was reported that the bd intima-ii closed IV catheter system leaked. The following information was provided by the initial reporter, translated from chinese to english. The head nurse of respiratory department reported the leakage of needle hub during the use of the product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.